Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had broken reservoir tube lip, no cracked/broken battery tube threads noted.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer report had a damage near the battery compartment. The insulin pump will be returned for analysis.